Event description:
During an esophagectomy, two staples of box shape remained in the inside staple housing, as checking the doughnut. The doughnut and staple line were ok. There was no patient consequence. One device is being returned.